Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va169pd, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the device and lead were completely removed due to the infection on (B)(6) 2016. They were not replaced.

Event description:
It was reported that patient has pain at implant (ins) site and was prescribed antibiotics. Patient will be followed to see if antibiotics work. It was noted that issue was not resolve at the time of this report. It was noted as unknown if any surgical intervention planned. The patient was comorbidities: high blood pressure, hyperthyroid. The patient&#38112;indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.